Event description:
It was reported that during a routine generator change out the right ventricular (rv) lead exhibited an insulation anomaly. The patient was occluded which prohibited placement of another lead so the rv lead was capped. A new system was implanted on the opposite side

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.